Event description:
In december 2002, the patient reportedly fell backwards off a sofa and struck their head on the fireplace at home. The patient indicated later that day that the sound processor was not working. In 2003, the patient was seen at the center for device evaluation. Testing conducted indicated that the device was not linking with the sound processor.